Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was checked at the clinic and no malfunction was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor could not establish telemetry with the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the patient was referred to their clinic. The remote monitor remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.